Manufacturer narrative:
Per the user guide: conduct regular checks of your t:slim system and infusion set, particularly: check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure. Replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. It is very important to set the current time and date accurately to ensure safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 500 mg/dl. Insulin injections were administered to address bg. During a pump system check with tandem technical support (cts), the luer lock was found to be loose and insulin was leaking. The pump time and date were found to be incorrect and cts assisted the customer with the correction. The customer changed the infusion set and resumed insulin delivery. Reportedly, the customer was using humalog in the cartridge for 3 days. Cts informed the customer that humalog was labeled for 48 hours with the cartridge. The customer acknowledged the information.